Manufacturer narrative:
UDI is unknown. No information provided to date. Premarket/510k number is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The samples were visually inspected at a distance of 12 under normal lighting to received unit, in order to detect any damage on the unit. The breathing bag had a hole. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A random sample of 32 units was taken from the manufacturing process, in order to perform a visual inspection to verify that all components were free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. All the inspections and verifications are being performed by the production personnel and verified by the quality inspectors. The root cause of the reported issue was that the production personnel did not detect and scrap the damaged breathing bag. Actions were taken to mitigate the reported issue: a quality alert (qalert) was generated on to ensure that production personnel detect any marks or damage on the breathing bags. Production personnel was trained on the qalert.

Event description:
It was reported that holes were found in the breathing bag. No patient injury was reported.